Manufacturer narrative:
Concomitant products: product ID: neu_unknown, product type: unknown. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported by the patient that four months after the device was implanted she tried to charge and wasn't able to. The manufacturer's representative (rep) gave the patient instructions on how to perform a trickle charge since the patient was in overdischarge and hadn't brought any of their equipment with them to their appointment. The physician had also wanted to change some of the patient's programs. The patient tried a trickle charge three times but it was unsuccessful and the implantable neurostimulator (ins) still wasn't working, and the patient didn't have time to do a trickle charge with the rep. Or deal with the stimulator at that time. In (B)(6) the healthcare provider (hcp) reported that the patient needed an MRI of the brain because she believed she had a mild stroke. Her eye was droopy and the left side of her body wasn't working right, but since the patient had difficulty charging the ins, the battery was dead and was nonfunctional at the current time. The battery had not worked for months and the patient was unable to charge the ins. The rep. Further reported that the patient had not tried to schedule an appointment to work on charging since they tried performing a trickle charge three times at home. The patient had complained of recharging issues since the start. The rep. Had tried to work with them on to find helpful ways to make it easier, but the patient stated the recharging belt would slip and she would lose the connection. The rep. Thought the patient didn't want to be bothered with the stimulator, and that she was talked into getting the stimulator by her husband. The physician, requesting MRI guidelines, reported that the patient claimed the battery was dead and that the patient's physician thought the issue needed to be resolved by replacement of the battery. Because the battery was dead, the patient was not able to go into MRI mode. The procedure (MRI) was related to osteoporosis in the shoulder. The patient has been trying to schedule a time with the physician to resolve the issue. The patient's device has been dead since (B)(6) 2015.the manufacturer representative (rep) was not able to recover the battery due to transportation and family problems. The patient was provided instructions on how to do it, but was unable. The patient wanted to either have the device explanted or replaced and noted that the device has been in her body longer not working than working. The device worked fine only on the right side, but was still not getting the same good sensation on the left side. Nothing changed for her pain control and was still taking pain medication, and noted that she already had back probl ems and the device was not what was said it was going to be. Indication for use included non-malignant pain. Follow-up was performed to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received.

Manufacturer narrative:
.

Event description:
Additional information received from the consumer reported that the patient had their stimulator removed because she couldn¿t communicate with her device. The consumer stated the patient also had a major motorcycle accident and has rods and other medical conditions he thought contributed to the removal of her device.